Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause may be attributed to user-related operation or positioning of the master tool manipulator, as no system errors or faults were identified during fse evaluation. The fse performed a system calibration as a precautionary activity.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse made electrical/mechanical adjustment to correct the reported problem. System tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical support engineer (tse) to report the right-hand control on the primary console is freezing up intermittently. The surgeon moved over to the secondary console to complete the case. Tse recommended customer perform a hard power cycle at the end of the case. System logs do not indicate any errors on master tool manipulator (mtm) right. The procedure was completed with no reported injury.